Manufacturer narrative:
Additional information was received indicating that the event date was (B)(6) 2019.

Event description:
It was reported that the smiths medical cadd ms3 pump was running too fast. The customer had to change cartridge earlier than 24 hours. No adverse effects reported.

Manufacturer narrative:
Other, other text: one cadd ms3 pump was returned for analysis in good condition. The device history log was reviewed; no evidence of fault noted. Functional testing was performed; confirming the complaint. The pump was found to be running too fast as the cap was improperly tightened onto the cartridge thread. The syringe collar was observed to be cracked and a broken rear housing was noted. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It is thought that the broken rear housing may be the root cause.

Event description:
It was reported that the smiths medical cadd ms3 pump was running too fast. The customer had to change cartridge earlier than 24 hours. No adverse effects reported.